Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -10.50 diopter, into the patients left eye (os) on (B)(6) 2023. The lens was removed on (B)(6) 2023, due to excessive vaulting, pupil block with elevated intraocular pressure (iop) and blurred vision. The lens was replaced with a shorter lens and the problem was resolved. Post-op, there was 1+ pigment anterior chamber, the iris was resolving. The cause of the event was due to the device. Additional information has been requested but none has been forthcoming.